Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged between 300 mg/dl-592 mg/dl. A manual injection was administered and the customer reverted to an alternate pump for insulin therapy to address bg. At the time of the report, the customer was using the tandem pump for diabetes management.